Event description:
04/01/98 this bed-check unit failed to alarm when resident got out of bed. Unit thereafter worked, alarming when resident got up on the night of 04/02/98. Alarm did not go off when resident got out of bed at 12:30 am and resident fell and fractured hip. (One hour prior to this, alarm did work - when checked by nurse.